Event description:
It was reported that bd alaris pump module smartsite burette infusion set was separated the following information was received by the initial reporter with the following verbatim: ¿ tpn filter with buretrol tubing snapped below collection chamber while tpn infusing. ¿ tubing was not bent in any way.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
It was reported by customer that tpn filter, with buretrol tubing, snapped below collection chamber while tpn infusing. One sample of material number 10015012 was submitted for quality evaluation. Visual inspection was conducted and the drip chamber was separated from the rest of the infusion set. Further investigation was conducted under magnification and there is a lack evidence showing that solvent was present at the outlet port of the drip chamber and the tubing that was connected to it. The customer complaint of separation was confirmed. The investigation was continued by the manufacturing facility. The investigation determined that the root cause of the issue is an incorrect solvent application by the assembler and/or failures in the solvent dispenser. In order to correct the issue, an update to the work instruction was made and a quality alert was communicated by the production supervisor to the production personnel to reinforce the correct assembly between tubing and the bottom of the cap chamber. A device history record review for model 10015012 lot number 23045396 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 18apr2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.